Manufacturer narrative:
Follow-up #1: date of submission 01/11/2016-device evaluation:the cartridge was returned to animas and tested by product analysis on 12/23/2015 with the following findings: a visual inspection of the returned cartridge was performed. No damage or defects were noted. A fill test was performed on the returned product with no air bubbles being formed inside the cartridge. The cartridge cycled properly and no issues were found filling the cartridge. A leak test was performed and no leaks were observed from the leur connection, the o-ring or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (o-ring leak) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.